Event description:
"Patient with implanted heartmate ii lvad with alarm ""change-out controller"". ICU nurses changed out the controller without incident. There was no interuption in the patient's support and no injury occurred."awaiting response from the manufacturer